Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. A damaged commutator cap was observed with one of the commutator cap fingers in a raised position. More specifically, the raised finger was the one found to be in contact with the grounded rotational sensor spring based on the current position of the ratchet gear upon opening the pod. Due to the contact of these components, the ratchet gear was prevented from rotating, causing a drive stall, and ultimately triggering an 0x5c alarm. Based on the download data, this event occurred during the first priming sequence. The pod had alarmed and deactivated after 52 pulses and remained not deployed due to a drive stall. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula early. The pod was not worn.